Event description:
Device malfunction: failure to deploy-thumb advancer, failure to retract-locator wings, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: surgical removal. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment resistance was felt and deployment could not be completed. During device removal, an attempt to retract the locator wings with the safety release was unsuccessful. The device was surgically removed. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The instructions for use (IFU) for the starclose se device states, under "precautions - do not deploy the clip in area of calcified plaque. Special pt populations - the safety and effectiveness of the starclose vascular closure system have not been established in the following pt populations: pts with femoral artery calcium, which is fluoroscopically visible at access site. Pt who are morbidly (body mass index > 35 kg/m2)".